Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and replaced prophylactically. The lead was then returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.